Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected based on usage. Device replacement was recommended. The device remains in service. No additional adverse patient effects were reported. Additional information was obtained, the device was explanted and replaced.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected based on usage. Device replacement was recommended. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information: h6. Impact codes and device codes.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected based on usage. Device replacement was recommended. The device remains in service. No additional adverse patient effects were reported.